Event description:
Health professional reported a lap-band port was explanted and replaced due to an alleged "kink in the tubing." Health professional reported that they "attempted an adjustment and were unable to aspirate fluid." No diagnostic testing was conducted to verify the event.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of fold in tubing and difficulty removing saline as: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing.